Manufacturer narrative:
Based on the instrument log review, the root cause for the discrepant thb (total hemoglobin) result of 8.9 g/dl when compared to a thb result of 7.6 g/dl generating on the sysmex for patient sample ID (B)(6) is unknown for many reasons. There is no indication of a co-oximetry issue, measurement cartridge issue, instrument malfunction, nor any possible contamination. The rp500 sn (B)(6) is performing as intended. It is possible that higher than expected thb results generated on the rp500 may be due to the difference in methodologies and matrices used to perform sample analysis. It is known that blood gas systems like the rp500 will yield higher results for thb when compared to hematology systems. The customer did not perform a comparison study between the rp500 versus the sysmex and is not working with a correlation coefficient. As per siemens healthcare diagnostics inc. Customer bulletin 2014-04 document (B)(4) the lab should conduct a full correlation study to determine correlation to rapidpoint 405, rapidpoint 500, and rapidlab 1200 systems.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The data files have been received for investigation. The cause of this event is unknown.

Event description:
The customer reported a discrepant total hemoglobin result on the rp 500 when compared to a non-siemens hematology lab instrument. There was no report of injury due to this event.